Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the aortic neck was 21 mm in diameter and 12.7 mm long. A 3d imaging performed 7 months after the procedure showed there was a good seal at the aortic neck. Ten months later the pt was found to have a type 2 endoleak from an ilio lumbar artery. It was reported that the stent graft migrated 1 cm below the renal arteries into a more dilated area of the aorta and there appears to be a type 3 endoleak above the flow divider. No additional info was received and it was reported that the pt is stable.